Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced an intermittent audio alert and a hypoglycemic event. Patient reports that her blood glucose (bg) went low and the alarm did not go off. Patient had a car accident and was transported to an emergency room (ER). A finger stick (fs) taken at hospital had a bg value of 42 mg/dl. Patient was treated with an IV, but no medication was provided. At the time of contact patient is okay. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.